Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.8 inr, qc 2: 5.8 inr, qc 3: 5.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. A full display check was performed and observed no faded or missing segments. Results were clearly visible. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter had an issue with the meter display on coaguchek xs meter serial number (B)(4). The reporter stated that after the blood was applied the meter flickered, showed 00, and then changed to the result. The reporter stated the entire screen is always dim or faint and she does not see particular segments more clearly than others. A display check was performed and no segments were missing but the entire display is faint. There was no misinterpretation of the results. The reporter stated the meter had been dropped at one point but has worked since it was dropped.